Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed vancomycin (vanc) result. Hsc has reviewed the information provided by the customer and the instrument data. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. Routine hardware troubleshooting including replacement of the sample probe and server 1 alignments were completed. The customer reported no further discordant results following all troubleshooting and hardware maintenance. The customer and system are fully operational. A potential product issue has not been identified. The cause of the event is unknown. The customer and system are fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician who questioned the result. The same sample was reprocessed on the same instrument and a higher result, considered correct, was obtained a corrected report was issued. The same sample was reprocessed on an alternate dimension vista instrument and the result aligned with the correct result obtained on the initial dimension vista 1500 instrument.the patient's next dose of vancomycin was delayed for four hours. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result or due to the delay in dosing.